Event description:
Information was received regarding an unspecified cadd solis vip pump. It was reported that the device had 12.5 percent residual volume after infusion time was completed. There was also no patient, or clinician injury associated with this occurrence. No further details provided at this time.